Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys rubella igg immunoassay (rubigg) on a cobas 8000 e 602 module (e602). The sample initially resulted as 0.324 iu/ml (non-reactive) and this value was reported outside of the laboratory to the physician. The physician did not believe the result, so another sample was collected from the patient and tested in another laboratory. The result from this second sample was 256 iu/ml (reactive). The original sample was then thawed and repeated on (B)(6) 2018, resulting as 296 iu/ml (reactive). The 256 iu/ml and 296 iu/ml values were believed to be correct. There was no delay in treatment or false treatment provided to the patient based on the erroneous result. No adverse events were alleged to have occurred with the patient. The rubigg reagent lot number was 28366401, with an expiration date of 30-sep-2018. The sample volume was sufficient according to the customer and no error messages were issued by the analyzer.

Manufacturer narrative:
Upon review of the alarm trace, abnormal sample aspiration and low sample alarms were received on the day of the event. The investigation was unable to find a definitive root cause.